Event description:
It was reported that noise had been observed on the right ventricular lead. An insulation breach was observed as well. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).